Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s touchscreen was found cracked after being placed on a charger, resulting in a display that is partially non-viewable and not operable, and the device could not be used or synced prior to shutdown. No injury and no reported adverse clinical effects, with a self-reported blood glucose of 143 mg/dl. Outcomes included interruption of insulin pump therapy due to an inoperable user interface without medical intervention. Customer care provided support that included a review of the complaint details and coordination for return and evaluation of the damaged device. Investigation of this case revealed physical damage to the display consistent with a cracked or delaminated screen and an inability to operate the device as intended. It was concluded that the event involved mechanical damage to the touchscreen leading to loss of device usability, with no patient harm reported and continuation of cgm use advised.